Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty was encountered and shaft break occurred. The target lesion was located in the external iliac artery. A 4.0mmx80mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, the device became caught in the target lesion and was unable to be advanced nor retracted with gentle tension. Moreover, the shaft of the balloon broke and the broken portion was left in the target lesion and a stent was used. No patient complications were reported and the patient's status was fine.